Event description:
The patient developed tender sores at some of the treatment sites three months after treatment with bovine collagen. The physician performed incision and drainage which produced pus-like exudate, and prescribed oral clindamycin. Additional information, per physician's office the culture was positive for staphylococcus aureus.